Manufacturer narrative:
A complaint investigation is in process. Upon completion, a final report will be filed.

Event description:
A customer reported during a shoulder arthroscopy the tip of a c6363 spectrum ii suture hook broke. As reported, no excessive force was exerted on the handle. The procedure was completed with no further complications. This report is raised on the basis of a reported device malfunction with potential for injury with recurrence.

Manufacturer narrative:
Correction- incorrect lot number filed on initial report. Additional information was provided by the customer regarding the reported incident. The alleged detached device tip was retrieved from the surgical site using graspers and the procedure was completed as intended. The reported device was discarded at the user facility and photographs were not provided; therefore, an evaluation was no performed. This device malfunction is unable to be verified. A review of the manufacturing documents has verified the devices were produced per current and approved procedures and material specifications. Non-conformances regarding the product's identity, quality, safety, effectiveness or performance were not identified during manufacture that would contribute to this issue. A two-year review of complaint history revealed 18 similar complaints for this device. In that same timeframe, (B)(4) units have been manufactured and shipped worldwide. A risk analysis was performed and deemed acceptable. The instructions for use advise of the following. Avoid lateral stresses to the instrument or device function may be compromised. Do not use if parts are broken, cracked or worn, or device function may be compromised. Whether used arthroscopically or in open surgery the suture passer must be used under direct visualization. Clean and sterilize before each use following the "cleaning and sterilization guidelines for the suture passer" on page 2. If tissue is excessively thick or rolled and suture passer jaws do not close far enough there is a chance of suture passer needle missing the window of the suture retrieval mechanism. This incident type will continue to be monitored through the complaint system to assure patient safety.